Event description:
This report summarizes 5 malfunction events in which the device reportedly overheated. - 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. - 2 events had patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 5 events were reported for this quarter. Product return status 5 devices were evaluated based on historical data analysis. Additional information 5 devices were not labeled for single-use. 5 devices were not reprocessed or reused.